Event description:
It is reported that the patient received an acetabular cup, left side, on (B)(6) 2008 and the patient is currently monitored due to mild hip pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available an amended medical device report will be filed. (B)(4).